Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported that she went to a local clinic for an infection at the insertion site. The area started to itch, have a build up of puss, and was bright red (especially where the cannula was inserted) when the pod was removed. She also had a fever and high blood glucose in the 300's mg/dl. The patient was prescribed antibiotics. The pod was worn on the upper thigh for between 4 and 24 hours.